Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The surgeon used an echelon clamp and did a first stapling on the tissues, without any problem. He then closed the clamp and removed it from the patient, passing through the trocar. Now, when he wanted to open the clamp, it did not open anymore. So, they opened another echelon clamp. No patient incidence, just a few minutes lost and a new open echelon. The patient is fine. A manufacturing record evaluation was performed for the finished device psee45a lot number c9dk08 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery it stapled, cut and got stuck closed. Impossible to open it. Surgeon's team put it aside so that it can be examined. I will not be able to remove the load because it is stuck in the clamp. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch # 856c73. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with the jaws and closure trigger in the close position. In addition, the knife was noted as slightly advanced, the knife reverse switch was activated and the knife returned to the home position as expected. A gst45g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test and returned reload was placed and removed with no issues noted during functional testing. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 856c73, and no non-conformances were identified.